Manufacturer narrative:
The insulin pump had unresponsive esc, act and down buttons due to corroded keypad traces. The insulin pump had severely scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that there was physical damage on the insulin pump. The customer's blood glucose was 100 mg/dl at the time of incident. The insulin pump was returned for analysis.